Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farastar ablation generator was selected for use during the pulse field ablation procedure. It was reported the console had several 201 error that prevent them from continuing the procedure with system. Due to this, procedure was cancelled. No patient complication occurred. The device is expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.